Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported atrial perforation could not be determined in this event. The reported patient effects of atrial perforation as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The clip delivery system (cds) is filed under a separate medwatch report number.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. The patient returned on a later date with the mr increased to 4. The two clips were confirmed to be stable on both leaflets. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2020. The clip delivery system (cds) was advanced to the mitral valve however became entangled in the medial commissure. It appeared the posterior leaflet was caught in the gripper arms. An attempt was made to lower the gripper arms however was unsuccessful. The cds was retracted when it was noted the chord ruptured. An amplatzer plug was implanted to successfully treat the chordal rupture, reducing mr to 1-2. The tricuspid valve was then treated. Two clips were implanted reducing tr from 3-4 to <1. After removal of the steerable guide catheter (sgc), the atrial septal defect was closed with another amplatzer plug. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.